Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. After the right atrial lead was successfully placed and connected to the pulse generator, the lead became dislodged. Upon trying to remove the lead from the header of the device, the set screw of the device¿s right atrial lead port could not be unscrewed. The right atrial lead and the device were removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.